Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible high left ventricular (lv) threshold measurement on the left ventricular (lv) lead. It was noted that the patient did not experience and symptoms due to this and the thresholds were normal when checked in office. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.